Event description:
The customer reported that the device jaws could not be re-opened during a laparoscopic-assisted hysterectomy. There was no pt injury. The device was returned foe eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.